Event description:
The silver lining where the pins go in to secure the jig came out when using a threaded headed pin.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the silver lining where the pins go in to secure the jig came out when using a threaded headed pin. The bushings were assembled to the device in the correct orientation and one of the bushings on the returned device had come out and was returned. (B)(4) is currently underway to investigate this issue. The complaint shall be closed to CAPA and entered into the complaints database and monitored through trend analysis.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.